Event description:
It was reported that patient had experienced increase in pain. A catheter issue was indicated and it was stated that patient was to have a revision surgery to fix it on 2012-(B)(6). Drugs delivered via the device were hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).

Event description:
Additional information received reported that there was a low leak with the catheter. A dye study was done and determined that. The patient's region of pain had "increased on his right side" and "it had gone up higher."

Manufacturer narrative:
(B)(4).